Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one patient after being run following a (B)(6) sample. The results provided were: (B)(6) 2014. Same sample retested (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a review of manufacturing records, and a review of labeling. The customer observed a false positive result on one patient sample when using architect total b-hcg, list number 7k78-30, lot number 41902ui00. The text states that a false positive b-hcg result was generated after being run following a high positive sample. The field service engineer visited the customer site and performed an internal decontamination procedure. The customers issue was resolved after the internal decontamination procedure was performed and they continued to use the reagent without any further issue. No returns were made available from the customer site for this investigation. A review of complaints determined that there was no adverse trend for lot 41902ui00 for the complaint issue. Accuracy testing was performed using file samples of architect total b-hcg reagent lot 41902ui00. All validity and acceptance criteria were met. A review of the manufacturing records for lot 41902ui00 did not identify any issues. A review of the architect systems operations manual and the architect total b-hcg package insert found adequate discussion regarding the customer's observed issue. Based on this investigation, it was determined that the architect total b-hcg, list number 7k78-30, lot number 41902ui00 is performing acceptably and no deficiency was identified.